Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors' such as challenging anatomy or non-coaxial advancement angles 'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), a transcatheter aortic valve replacement (tavr) procedure was performed on a patient using a 29 mm edwards sapien 3 ultra resilia valve and a 16 french esheath. The valve was successfully implanted in the aortic position, and the patient remained alive and in stable condition at the end of the procedure. No central leak was observed. During the procedure, the medical team advanced the commander delivery system and crimped valve through the esheath. As the system approached the distal tip of the sheath, near the radiopaque marker, an abnormal amount of resistance was noted. Despite this, the valve was successfully advanced and deployed. Fluoroscopic imaging suggested that the sheath may have split during advancement. Upon removal, the distal tip of the sheath was confirmed to be split in an unusual, frayed or shredded fashion. No resistance was encountered during initial sheath placement or during removal of the delivery system. The sheath was not torqued during the procedure. The delivery system and sheath were removed normally after valve deployment, and no injury or complication occurred to the patient. The sheath was discarded, and no pictures were taken, as a biokit was ordered to return the device for evaluation. The fcs did indicate that the distal tip looked like it was torn and/or split. The facility does not generate 3mensio reports, as cases are worked up internally by fellows. The root cause of the sheath damage is unknown, and the physicians involved were unable to determine a definitive explanation.